Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that a patient underwent a premature ventricular contraction (pvc) procedure with a carto® 3 system and a map shift no error message with no patient movement and no cardioversion issue occurred. Initially it was reported that during the procedure there was a map shift with no patient movement noticed. There was no patient consequence reported. Device evaluation details: the study data that related to the reported issue was investigated by a field service engineer. It was found that the catheter and the chest patches experienced high metal distortion. The high metal distortion on the chest patches and catheter affected on the body coordinate system (bcs) correction between chest and back patches, and consequently caused to map shift. But the level of metal distortion was below the designed warning threshold. As result, the system did not alert user about the metal distortion that could cause map shift. The company representative confirmed that no electrical work was performed around the lab and the workflow of the lab includes a minimized use of fluoro. The field service engineer followed up the issue and confirmed that the reported problem was not occurred again since, and the system is operational. A manufacturing record evaluation was performed for the system 10322, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) procedure with a carto® 3 system and a map shift no error message with no patient movement and no cardioversion issue occurred. Initially it was reported that during the procedure there was a map shift with no patient movement noticed. There was no patient consequence reported. Request was made to obtain clarification to this complaint. With the information available, the map shift was assessed as not MDR reportable. Additional information was received on july 20, 2020. The map shift was noticed during mapping. There was no error message. The map shift was approximately 1.5-2cm. The map shift was discovered because anatomical landmarks (his) were totally misplaced. No cardioversion was performed. Per the additional information received stating that no cardioversion was performed and there was no error message, the mapshift with no error message with no patient movement and no cardioversion was assessed as MDR reportable. Therefore, the awareness date is reset to july 20, 2020.